Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during priming. Customer stated that the insulin pump was exposed to a high magnetic field during an MRI. Customer also stated that they use the sensor feature on the insulin pump and that they were able to rewind the device. No further information reported.